Manufacturer narrative:
The tandem user guide states that the user must also have adequate vision and/or hearing in order to recognize your t:slim pump alerts. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer missed hearing the occlusion alarm due poor hearing. The customer's blood glucose (bg) level was not provided. However, the customer alluded to a high bg by stating "had I not had a cgm this would have resulted in a serious high-sugar event, even ketoacidosis." Although requested, additional information was not provided regarding the bg level.